Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon eval, electrolytic fluid was leaking from component c19 (a high voltage capacitor), contaminating the entire unit. The root cause of the leaking fluid cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6), female pt, called zoll customer support to report that she was sleeping and the device was making a loud noise that she was unable to stop. Customer support had the pt remove and reinsert the battery pack. After the battery pack was reinserted, the monitor was unable to power on. The pt was issued a replacement monitor.